Event description:
A customer reported a complaint of imprecise sequential readings on their xceed blood glucose device. The customer obtained readings of 19mg/dl and 154 mg/dl, within a ten minute timeframe. When plotted on a parkes error grid, the results fall in the c zone showing the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment. The product has been requested.

Manufacturer narrative:
The product has been requested. It will be investigated upon return, and a follow up report will be submitted.